Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a sales representative called our affiliate in (B)(6) to report that a patient (pt) experienced ocular discomfort while wearing the acuvue oasys brand contact lenses. A call was placed to the pt¿s treating eye care provider (ecp) for additional medical information and lot number of the suspect product. The ecp provided the lot number of the suspect product, but advised to call the pt for the medical information. On (B)(6) 2017 a call was placed to the pt and the following information was provided: pt reported that the ecp diagnosed the pt with keratitis in the left eye and was a new wearer for the oasys contact lens; the event date was reported as (B)(6) 2017; pt reported that the ¿doctor didn¿t write any specific keratitis, but during the conversation with the doctor, the doctor mentioned something about bacteria¿. Pt reported that he/she was prescribed an antibiotic eye drop (medication name is unknown, discarded) every thirty minutes for three to four days and a steroid eye drop (medication name is unknown, discarded) four times a day. Pt reported that he/she had a follow-up visit (date of the visit was not provided) and the ecp advised the pt to reduce the dosage to every hour for one month. Pt reported that the left eye is fine now. The suspect left eye lens was discarded. The pt reported that he/she was treated at a hospital and gave contact details for additional information. On (B)(6) 2017 a call was placed to the hospital, but no new medical information was provided due to pt privacy issues. On (B)(6) 2017 a call was placed to the pt and the additional information was provided: the pt will try to get the medical report. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported that it may take one to two weeks to get the medical report. On (B)(6) 2017 the patient¿s (pt) medical reports were received for review. The following new medical information was obtained as follows: date of visit: (B)(6) 201.7 va: os 20/20 with glasses; spectacles results: -7.00d. Medical history: sle. On medication: prednisolone 5mg, cellcept, prograft. Chief complain: ¿red eye, tearing last night, irritation¿. Patient removed contact lens last night (did not bring the cl along); patient used 2 weeks contact lens with renu solution; never been to ophthalmologist, never use any eye drop. Ocular findings: os dense infiltration@1 o¿clock faint infiltration @ peripheral cornea size 2.2mmx1.3mm infiltration 50% of the lesion. Treatment and plan : off contact lens, no water entering the eye. Drugs prescription: od fml tid; os vigamox q ½ hr for 24; os tobrex @ hs os r/o infectious keratitis; f/u on (B)(6) 2017, bring the previous contact lens along. Follow-up visit: (B)(6) 2017. Sl: os ¿ better; scar at the periphery; infiltration; stromal infiltrations; dense infiltration @ 1 o¿clock. Prescriptions: vigamox os q1 hour tile hs at day 2, then q 2 hour till fu date; tobrex @ hs advise: observe. Fu appointment: (B)(6) 2017. Follow-up visit: (B)(6) 2017. Os: injection; stromal infiltration; main lesion start becoming scar; cell ¿ ud; pee 1+; no ed; few dot staining. Treatment: sl. Prescriptions: vigamox os qid; tobrex os @ hs; tear naturale free os q ½ hour; off cl. Add: fml osos qid until appointment date. Improved corneal ulcer os. Fu (B)(6) 2017. Follow-up visit: (B)(6) 2017. Sl: injection; cornea clear; anterior chamber deep; lens clear. Os: 78 d undilate; c/d small; tilt disc. Prescriptions: tear naturale free q ½ hour; fml os bid 1 week, then q morning for 1 week, then off. Advice: observe os corneal scar. Fu when convenient; dilate ou: 1. Refraction; 2. Dilate ou; 3. Sl. On (B)(6) 2017 a follow-up phone call was placed to the pt and additional information was received as follows: the pt reported that he/she has not been back to the eye care providers (ecp¿s) office since (B)(6) 2017; pt is currently using artificial tears when necessary, all prescription eye drops were discontinued; pt reported that he/she was cleared by the treating ecp to return to contact lens wear around the last week of (B)(6) 2017; pt reported that he/she is currently wearing the acuvue 1-day moist brand contact lenses. No additional medical information has been received and no additional medical information is expected. The product in question is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002rm0 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.